Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous and moderately calcified proximal and mid right coronary artery (rca). The lesion was pre-dilated with a 2.50 x 12 mm non-complaint balloon. A 3.00 x 24 promus premier select drug eluting to treat the target lesion. The stent was fully expanded and deployed at 16 atmospheres for 10 seconds with no issues encountered. After the stent was post dilated with a 3.00 x 12mm non compliant balloon, an angina occurred and type b dissection at the proximal edge of the stent was noted. A 3.50 x 12 promus premier select stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications, and the patient was stable post procedure.